Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a minimum fill message. The customer was unsure how much insulin was loaded into the cartridge. Customer's blood glucose level was 170 mg/dl. Reportedly, the customer successfully loaded a new cartridge onto the pump and resumed insulin delivery.